Event description:
The pt fell on her implantable neurostimulator while walking with a walker. Afterward, the pt felt pain near the implanted device when stimulation was turned on and off. The pt continued to be able to switch between stimulation programs and get stimulation. The hcp determined that a lead wire was broken, requiring revision. The hcp was on a leave of absence physician listings were provided to the pt. It was also reported that no explant was planned. The implantable neurostimulator was reprogrammed. The pt status was reported as "fine". Additional info has been requested. A follow-up report will be submitted if additional info becomes available.